Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2010. The patient developed an erosion high into the vagina. The patient was treated conservatively with a local hormone. From the information reported, it is unclear if the product was explanted on (B)(6) 2012 or may still be implanted in the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.